Event description:
Boston scientific received information that during a routine change out procedure this right atrial (ra) lead was attempted to be removed from the device header. The physician was unable to remove the lead from the device. It was then discovered that only one set screw had been loosened. After the second set screw was loosened, the lead was successfully removed from the header. It was noted that the terminal pin had separated from the lead. The lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.